Event description:
It has been reported to philips that the geometry was restricted, and the system was unable to be used. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was rescheduled and completed after 2 days. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the geometry movements were unavailable. The philips field service engineer (fse) inspected the system onsite and found that the geo ipc was defective, and the software is corrupted, so no movement was possible. The fse replaced the geo ipc and reinstalled software. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.